Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e customer found bubbles in the gel. This event occurred 373 times. The following information was provided by the initial reporter. The customer stated: defect: there are bubbles in the vacuum blood collection tube quantity: 373 pieces impact: no impact on patients or users.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Complaints for sample quality were not under statistical control for the (B)(6) 2023, however, upon complaint review, gel air bubbles was noticed prior to use. Therefore, further clinical testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e customer found bubbles in the gel. This event occurred 373 times. The following information was provided by the initial reporter. The customer stated: defect: there are bubbles in the vacuum blood collection tube quantity: 373 pieces. Impact: no impact on patients or users.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter addr 1: (B)(6). E.1. Initial reporter facility name: (B)(6).